Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, when the delivery catheter system (dcs) passed through the aortic valve, the patient's blood pressure decreased. An attempt was made to increase the blood pressure, but was unsuccessful, and percutaneous cardiopulmonary support (pcps) was subsequently introduced. The patient recovered and returned to their room with pcps withdrawn. No additional adverse patient effects were reported.